Event description:
This 53 year old patient had a mastectomy in 1979 and then another one in 1986. She had both sides reconstructed with silicone gel implants. She has a history of a positive and with diffuse arthritis. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.